Manufacturer narrative:
Manufacturer has requested additional information about the devices.

Event description:
The manufacturer was notified on 13 oct 2016 of the following: dr. (B)(6) confirmed that they analyzed approximately 500 patients implanted with mitroflow, models lx and dl. Fourteen (14) patients have required reoperation: 12 of which required valve explant and 2 of which underwent valve-in-valve reoperation. The surgeon reported that the explanted valves did not appear to be calcified but appeared rigid, like in inflammatory cases.

Manufacturer narrative:
Attempts were made to the surgeon for more information including return of the devices and serial numbers; however, no further information was able to be obtained. Therefore no conclusion for the explants and valve in valve procedures for the 14 valves can be identified.